Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been receiving ongoing, intermittent occlusion alarms. Blood glucose was 170 mg/dl. The contact reported that no issues with the pump supplies were observed while changing them on the regular supply change schedule. After an alarm, the customer would resume insulin delivery and the occlusion did not reoccur.